Manufacturer narrative:
Continuation of d10: rebar catheter product ID 105-5082-145 (lot: d047064);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent opened abnormally. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left ophthalmic artery aneurysm with a max diameter of 8.5 mm and a 4.7mm neck diameter. The landing zone arterial diameter was 4.23 mm distally and 4.79 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. Right femoral artery access vessel diameter was 12.9 mm. The angiographic result post procedure was reported as normal blood flow. The pipeline stent opened abnormally in vivo; the tip end opened with a waist-like configuration, and the stent and microcatheter were replaced). The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).